Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while trying to bolus. Customer's blood glucose level was 447 mg/dl. The customer treated her blood glucose level with a bolus using the insulin pump after an infusion set change. The alarm was resolved by an infusion set change. The device as not returned.